Event description:
A report was received that the patients remote control would not link to the ipg after a back surgery. It was also reported that the patient felt being shocked by the stimulator which was believed to be caused by a stenosis in the cervical spine. X-ray revealed that the leads had migrated. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patients remote control would not link to the ipg after a back surgery. It was also reported that the patient felt being shocked by the stimulator which was believed to be caused by a stenosis in the cervical spine. X-ray revealed that the leads had migrated. The patient will undergo a revision procedure.